Manufacturer narrative:
As described by the user she sat on the toilet chair when suddenly the product tilted sidewards. As investigated by the dealer the height adjustment pin did not work properly due to too many painting on the frame. Afer removing some paint, the height adjustment worked properly. The omega eco h440 commode has some features that are the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
As described by the user, she sat on the toilet chair when suddenly the product tilted sideways. As investigated by the dealer the height adjustment pin did not work properly due to too much paint on the frame. Afer removing some paint, the height adjustment worked properly. The omega eco h440 commode has some features that are the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).